Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes they've found the cap deformed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: defect: found that the cap is deformed. Quantity: 3 pieces. Impact: no adverse effects on patients and medical staff. Claims: green claims are required. Samples cannot be returned, photos can be provided. Complaint response letter required.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged product was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged product. Bd was not able to identify a root cause for the indicated failure mode.